Event description:
A malfunction was reported on the pump, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in resetting it. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to contact technical support if the malfunction code appeared again, which they acknowledged and understood.